Manufacturer narrative:
G4: 11nov2020; b4: 11nov2020. Information was received that the unit will be repaired. The power management board will be replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020; b4: 12oct2020. Information was received that the unit was not being used on a patient at the time of the reported event, the reported issue occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported that the ventilator would start automatically. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.